Manufacturer narrative:
Device was not received for investigation. Root cause could not be determined. Review of manufacturing documents indicates the product was according to specification valid at the time of production. There are no additional complaints reported for this batch number. It should be noted that this submission is being generated as part of a retrospective review of complaint reports related to caiman devices; since the time of the reported failure and investigation results; instrument has undergone design change. Device not returned.

Event description:
Caiman was used on lavh and worked on one side and did not work on the other. Another instrument was used to complete the case no patient injury; however it is unknown if there was any surgery delay.